Manufacturer narrative:
(B)(4)

Event description:
A sensor applicator (lot number 5203883) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined; however, it is unknown if the returned device is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.